Event description:
It was reported by a vns patient¿s brother through a (B)(6) private message to vns therapy for epilepsy, that his brother is disabled and having seizures which have increased in the last few days. The patient lost his vns magnet. Attempts were made for further information but no additional relevant information has been received to date.